Event description:
A report was received that the patient developed wound dehiscence of the skin at the lead incision site and the event resolved. Sutures were placed in that region of the incision. The event was determined to be related to the implant procedure and not related to the device.

Event description:
A report was received that the patient developed wound dehiscence of the skin at the lead incision site and the event resolved. Sutures were placed in that region of the incision. The event was determined to be related to the implant procedure and not related to the device.

Event description:
A report was received that the patient developed wound dehiscence of the skin at the lead incision site and the event resolved. Sutures were placed in that region of the incision. The event was determined to be related to the implant procedure and not related to the device.

Manufacturer narrative:
Expiration date = ni.